Event description:
Through implant patient registry, it was learned that a 23mm 2700 aortic valve, implanted for 9 years, 10 months, was explanted due to calcification. The patient presented with heart failure and shortness of breath. The explanted valve was replaced with a 23mm 11500a valve. Reportedly, the patient expired pod #3 due to unknown reason. Per the physician, the newly implanted device did not cause or contribute to the patient's death. Per the idc the patient underwent concomitant CABG.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The patient died while using a medical product, but there was no suspected association between the death and the use of the product at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a 23mm 2700 aortic valve, implanted for 9 years, 10 months, was explanted due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Reportedly, the patient expired pod #3 due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The most likely cause is patient factors, including coronary artery bypass graft (CABG), hyperlipidemia (hld), coronary artery disease (cad) and diabetes mellitus (dm). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.